Event description:
It was reported that customer cassette caused pump to double beep again, so then they changed out and put in a new cassette and it was running fine. No further information is known. No patient injury was reported.

Manufacturer narrative:
Additional information received by ICU medical on (B)(6) 2022: patient information was provided. It was reported that the device was not available for return. H6: event problem and evaluation codes: updated.